Manufacturer narrative:
(B)(4). Date sent: 9/19/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that a sleeve gastrectomy procedure was performed in the morning and later in the afternoon, the patient was brought back to the operating room because of a serious bleeding problem. The patient was brought back into the operating room, opened, and cauterized using monopolar energy to stop the bleeding. The bleeding was not from a main vessel. According to the surgeon, bleeding occurred where the mobilization of the stomach occurs, prior to transaction with our stapler. The bleeding occurred along the omentum according to the surgeon, and not along the staple line. There was bleeding only and no leak. It was confirmed that during the initial procedure, our device was used in the area where the bleed was found during the re-operation for bleeding. Per the surgeon, there has been no change in technique or product used. The power setting on the generator was reported to be the default setting of 3:5 for this procedure.

Manufacturer narrative:
(B)(4). It was reported that surgeon used mostly max setting on device. Generator also had the most recent software upgrade.

Manufacturer narrative:
(B)(4). A gen11 data log from hospital was received and reviewed and the following was concluded: it appears an attempt was made to use advanced hemostasis mode, but the jaw wasn¿t fully closed, so no energy was delivered. Then, advanced hemostasis was successfully used in the next activation. Not sure if the surgeon is ¿feathering,¿ but this technique (not fully closing the jaws and trying to start advanced hemostasis mode) will cause an error, and is not recommended (per instructions for use) for sealing vessels. Instructions for use reference: "do not use advanced hemostasis mode for procedures where energy application is desired prior to full closure of the jaws (e.g. Solid organs). Energy is not delivered in advanced hemostasis mode until the jaws are completely closed. (B)(4).